Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was associated with a pocket infection. Surgical intervention was performed, and the s-ICD system was explanted. The patient was given antibiotics and will be re-implanted with a new system at a later time once their infection clears. No additional adverse patient effects were reported.